Event description:
It was reported that the customer received a motor error alarm on the insulin pump while attempting to deliver a bolus. The customer's blood glucose was 146 mg/dl. During troubleshooting, the customer stated he did not recall the insulin pump being exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.